Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information from the patient indicated that the cause of the issue was a car accident. The patient got steroid injections and chiropractic adjustments. The issue remains unresolved, as the stimulator needs adjusting.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller stated that the patient is having pain in their back and the device doesn't affect it at all. Caller stated the pain is in the lower bottom of their back down to the legs and feet, but above that they don't feel anything stimulation wise. Caller mentioned the device only takes care of the lower portion of the body and not just slightly above it. Caller confirmed they have tried switching between groups and increasing the stimulation, but they are still not feeling the stimulation in the desired area. Caller asked if the device only works for the lower body and nothing above; agent reviewed information. On the call patient switched from group a to b and in group b felt stimulation in the lower back to abdomen to their feet and down their legs. Then t hey switched to group c but had no luck. Caller mentioned the issue started 2 days ago and said the back was bothering the patient. Patient asked about MRI compatibility; agent reviewed information. Patient asked how to turn the device off if they wanted; agent reviewed information. Caller asked if the location of the implant and the small portion of the spine where it is would affect stimulation above it; agent reviewed information. Agent reviewed reprogramming and adding target areas; caller asked how to set up an appointment for the patient to be programmed. Agent reviewed role of rep and caller noted they plan on calling mdt rep. Patient added they are having pain not too far above where the implant is.